Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected under eyes and tear bag with 0.45cc juvederm vista volbella xc. Three months later, patient developed swelling below forehead. Approximately one week later, patient developed swelling under right eye. Injector noted it was a "symptom of foreign body granulomatosis." Biopsy was not provided. Patient was prescribed cefazolin® infusion and levofloxacin. Patient was also treated with hyaluronidase under right eye. One day later, a lump developed under left eye. Patient was treated with cefazolin® infusion and hyaluronidase. One day later, another lump developed. Patient was then treated with cefazolin® infusion and hyaluronidase some more. Two days later, patient was treated with another hyaluronidase, oral prednisolone, and levofloxacin. Patient was also referred to another clinic for treatment and did not return; symptom resolution unknown.